Manufacturer narrative:
The report of an unresponsive lvp keypad issue is confirmed based on the recall letter dated august 4, 2020 for bd alaris¿ pump module model 8100 manufactured from december 1, 2016, to january 23, 2019; however no product was returned for investigation of this issue. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The device is used for treatment purposes.

Event description:
It was reported that large volume pump (lvp) door keypad assembly needed to be replaced due to recall.